Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a healthcare provider that the patient developed a severe oozing rash due to the pod adhesive. The patient visited the doctor and was tested for contact allergy. The doctor confirmed the patient has allergic contact dermatitis to dipropylene glycol diacrylate previously found in the pod during chemical analyses. The patient was advised to no longer use the pod. No treatment or prescription was required. The pod was discarded.